Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The foreign material residue point was confirmed to be free from deformation. However, a root cause could not be identified. The instruction manual states the detection method associated with the event in "instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection¿ and prevention method in "instructions for gif-xz1200 reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.